Event description:
The customer reported that the t:slim x2 pump battery would not charge, and the pump had previously shut down, causing an inability to turn it back on. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer changed charging supplies to resolve the issue, and cts advised monitoring the situation and manually restarting cgm sessions whenever the pump turns off or resets. The customer acknowledged and understood these instructions.